Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during follow-up lead dislodgement was suspected. When repositioning was unsuccessful the lead was explanted and replaced.